Event description:
The (B)(4) study reports that nine months after pci with a cypher stent in the 1st om, the patient experienced shortness of breath and had a revascularization procedure of the 1st om with mid stent restenosis of 95% or 98% and timi-3 flow. At study admission, the patient presented in an acute coronary syndrome setting, 40 hours of onset of the procedure. Pci was performed on a 100% de novo lesion in the 1st obtuse marginal of 30mm in length in a 3.5mm vessel diameter. The (b2) lesion was anatomically complex with definite thrombus within the lesion, cto less than or equal to 3 months and timi 0 flow present pre-procedure. The lesion was pre-dilated with a 3.0x12mm balloon before a 3.5x33mm cypher stent was deployed at 12 atm. Post-dilatation was not performed. The residual diameter stenosis measured 0%. Timi 3 flow was restored post-procedure. There were no procedural complications and the patient was discharged on the following day. Pre-procedure cardiac enzymes were ck 460 (ck upper limit 200 u/l), ck-mb 31.6 (ck-mb upper limit 7.9 ng/ml) and troponin t 0.66 (troponin t upper limit 0.01 ng/ml). At 6-12 hours post-procedure, ck was 306, ck-mb 15.7 and troponin t 1.50. At 6-24 hours post-procedure, ck was 273, ck-mb 13.8 and troponin t 0.88.

Manufacturer narrative:
Concomitant devices ((B)(6) 2010): 3.0x12mm balloon. Concomitant medications ((B)(6) 2010): pre and post-procedure medications included: aspirin and clopidogrel. Intra-procedure medications included bivalirudin. This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additiona information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A (B)(6) male from (B)(4) study experienced restenosis approximately nine months post implantation of a cypher stent. Past medical history includes history of angina positive functional study for ischemia , hyperlipidemia, hypertension and smoking. At study admission, the patient presented in an acute coronary syndrome setting, 40 hours of onset of the procedure. Pci was performed on a 100% de novo lesion in the 1st obtuse marginal of 30mm in length in a 3.5mm vessel diameter. The (b2) lesion was anatomically complex with definite thrombus within the lesion, cto less than or equal to 3 months and timi 0 flow present pre-procedure. The lesion was pre-dilated with a 3.0x12mm balloon before a 3.5x33mm cypher stent was deployed at 12 atm. Post-dilatation was not performed. The residual diameter stenosis measured 0%. Timi 3 flow was restored post-procedure. There were no procedural complications and the patient was discharged on the following day. Pre-procedure cardiac enzymes were ck 460 (ck upper limit 200 u/l), ck-mb 31.6 (ck-mb upper limit 7.9 ng/ml) and troponin t 0.66 (troponin t upper limit 0.01 ng/ml). At 6-12 hours post-procedure, ck was 306, ck-mb 15.7 and troponin t 1.50. 6-24 hours post-procedure, ck was 273, ck-mb 13.8 and troponin t 0.88. The study reported that nine months after the index procedure, the patient experienced shortness of breath and had a revascularization procedure of the 1st om with mid stent restenosis of 95% or 98% and timi-3 flow. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there possible patient factors and vessel/lesion factors that may have contributed to this patient's restenotic event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.